Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: a complaint of set being misassembled was received from the customer. A sample was returned for investigation. The customer complaint was verified. The y-site was assembled upside down. A device history record review could not be performed on model 20128e because a lot number was not provided by the customer. The root cause for this defect is an assembly error in the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set medication port was in the wrong location during use, resulting in it being upside down and facing the filter when trying to connect the tubing. The following information was provided by the initial reporter: "lipids primed through filter. When connecting tubing to patient the medication port below filter was upside down. This resulted m medication port facing filter."